Event description:
Complainant alleged that the clinicians were treating a pt. The pt arrived at the hospital's emergency room via ambulance. The pt had undergone CPR subsequent to the electrodes being applied. The clinicians defibrillated the pt three times. The clinicians then defibrillated the pt a fourth time at 200 joules and a fifth time at 300 joules. Upon the administration of the fourth and fifth shocks, arcs were observed emanating from the top of the pad. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction. Please reference medwatch number 1220908-2000-00853, which documents another different event that occurred at this facility with the same lot number electrodes.